Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 40 mg/dl. Suspected cause was a continuous glucose monitoring issue; however, this was not confirmed. The customer was treated with intravenous and fluids of saline to address the elevated bg. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time. The pump was found to be working as intended. Customer declined follow up to obtain release date. Reportedly, customer continued to use the pump for insulin therapy.